Manufacturer narrative:
H3 other text : product is not expected to be returned for evaluation. The finalization of this case is in progress.

Event description:
It was reported the patient received the following results within 15 minutes: 300 mg/dl and 140 mg/dl.